Event description:
It was reported to philips that the system's wireless footswitch was intermittently not working, which can impact imaging. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue was identified. The procedure was completed using a wireless footswitch due to the intermittent nature of the issue. To resolve the issue, another case fse replaced wireless footswitch. After replacement of wireless footswitch, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the information obtained, the procedure was carried out utilizing a wireless footswitch because of the intermittent nature of the problem. Additionally, the procedure remains unaffected. This is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.